Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The system passed a system checkout and was found to be in an operational condition. No issue could be confirmed.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that the system was not communicating with the imaging system. Site switched to another navigation system to continue the case. Issue occurred intra/peri-operatively with less than one hour delay to surgical time. There was no impact to patient outcome.